Event description:
Boston scientific received information that the patient with this right atrial lead had been admitted to the hospital for dizziness and a known right ventricular lead performance anomaly; see report 2124215-2013-05528. It was at this time, the ra lead also exhibited high out of range impedance values. During intervention, the physician extracted both the rv and ra leads. During the procedure the physician observed that the implanted position of this lead was suggestive of clavicle entrapment, resulting in lead physical damages. The lead sustained further damages during the extraction procedure and thus was discarded at the medical facility. Another boston scientific ra lead was successfully implanted. In the absence of a returned product, the investigation of this case is complete.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.